Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure alarm.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country, initial reporter, event site email), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5, g2 additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : awaiting technical visit.